Event description:
It was reported to boston scientific corporation in 2008, that a extractor rx retrieval balloon device was used during an ercp procedure performed in 2008, (patient age and weight are unknown). According to the complainant, during the ercp procedure, the balloon portion of the device detached from the catheter. The balloon was still on the wire and was removed from the patient in one piece. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complaint sample was returned for evaluation returned along with the 5ml syringe attached and confirmed to originate from lot 11465767. Direct product analysis confirmed that the balloon had detached/separated from the proximal and from the distal bonds. The bonds were still intact, which indicates that the balloon burst/ruptured first and subsequently a fragment of balloon detached/separated most likely due to contact with sharp exterior objects such as calcified lesions. The most probable root cause is operational context. A search of the complaint database revealed no additional complaints reported for the same lot.